Event description:
Reporter indicated a vns patient developed left vocal cord paralysis due to initial vns implant surgery performed on (B)(6) 2007. The patient had a silastic implant in the left vocal cord performed in 2008, and recently had this replaced with a gore-tex implant. The patient also had left vocal cord medialization surgery performed on (B)(6) 2010. The patient can now project her voice and speaking is not as tiring, and her voice has much improved but is still hoarse. The patient has excellent mobility currently with both vocal cords, with complete glottic closure. The patient's vns was disabled on (B)(6) 2009, due to neck pain, and the generator and most of the lead was explanted on (B)(6) 2010, due to pain in the chest (reported previously via MDR # 1644487-2010-02741). All attempts for return of the explanted lead and generator have been unsuccessful to date.